Manufacturer narrative:
On july 16, 2020 mentor became aware that it erroneously omitted the incorrect method code in h6 with initial report submitted on that same date. The correct value has been populated in that field with this report. Additionally. H10 contained the following statement that was incorrect: 'reason for device explant and/or reoperation: rupture'. The correct statement is as follows: reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on november 12, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 13, 2020. On (B)(6) 2020 bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the device received by the failure analysis lab was completed on december 3, 2020. Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.7 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.